Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-01833 and 1627487-2011-01834. The pt (B)(6) received his scs system, including three percutaneous leads, on (B)(6) 2011 for left leg pain. It was reported that the pt felt stimulation in the ribs. An x-ray revealed that two of the leads had migrated. On (B)(6) 2011, the physician took the pt to surgery. The physician noted blood in one of the ipg ports and in one of the dual extension's ports. It was reported that the lead which was connected to the ipg port with blood appeared to have blood along its length and a cut in its outer coating. The physician explanted and replaced this lead; the other two leads were repositioned and remain implanted. The explanted lead will not be returned to the MFR for analysis. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.